Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced; however, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.